Event description:
It was reported that approximately five weeks post implant, the right atrial lead was found to be dislodged as atrial pacing was capturing the ventricle. A lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.